Event description:
A healthcare worker reported that as an intraocular lens (iol) was inserted into a pt's eye, a posterior capsular tear was noted. The surgery was completed. Add'l info was requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A questionnaire was sent to the surgeon, but it was not returned. (B)(4).